Event description:
Information was received from a nurse in apr-2004 regarding a pt who experienced swelling over the entire body and hives eight days after receiving synvisc. The pt has a medical history of osteoarthritis in the left knee and has no known allergy to chicken or bird products. In 2004, the pt received their first synvisc injection in the left knee. Eight days later, patient experienced swelling over their entire body, ahd hives. The pt went to the e.r. And received a cortisone injection. The hives and swelling did not resolve and the pt went to the emergency room again and received a second injection of cortisone. The pervious day, the pt returned to the office and the decision on the second injection had not been made. The reporter also stated that the pt "had not taken any other medications and had not eaten or come in contact with anything out of the ordinary." The symptoms resolved by the time of the report. The relationship between the adverse events and synvisc were not provided by the reporter.